Event description:
A nurse stated that the patient experienced an acute myocardial infarction and was admitted to a hospital, on an unknown date in (B)(6) 2014. During the patient's admission, the patient expired due to the acute myocardial infarction. Limited information was provided for this safety report. There is no allegation against any fresenius product in relation to the reported event. There was no reportable device malfunction.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.